Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a vaginal hysteroctomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the device broke off. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the first returned capio slim device revealed that there were several damages in the distal section, distal tip and cage come apart and, open exposing all the carrier section and the nitinol wire. Functional analysis was not performed due to the condition of the device. Analysis of the second returned capio slim device revealed that there was no visual failure. The carrier was actuated three times and it extended and retracted without any issues. Also, it was actuated three times and the suture and the needle entered in the slot without any issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a vaginal hysteroctomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the device broke off. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.